Event description:
When using an ultra fast-fix ab - rev curve during a meniscus repair surgery, the second implant fell off with the first implant while attempting to insert the initial implant. Additional information received after requesting a follow up indicated that both implants were removed.

Manufacturer narrative:
Visual inspection of the returned device indicated that the actuator has been fully advanced to deploy ¿t2¿. The device is designed in such a way that ¿t1¿ is at the pre-deployment position before shipping. The user only uses the actuator to deploy ¿t2¿. It is possible that the surgeon triggered the actuator in attempting to deploy ¿t1¿ which caused ¿t2¿ to get too close to ¿t1¿ and fell off the insertion needle as stated. The root cause of the reported complaint is related to user technique. A functional test of the actuator was performed; it actuated as intended. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined. No further investigation is required. (B)(4).